Manufacturer narrative:
E.1. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of bd vacutainer® sst ii advance plus blood collection tube, hemolysis was observed with 3 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation in which hemolysis was observed. A total of 100 retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of october 2025; therefore additional testing was indicated. Factors that may contribute to (hemolysis) were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. No definitive root cause could be established for the reported defect. This complaint has been confirmed for the indicated failure mode: hemolysis via provide photos. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use of bd vacutainer® sst ii advance plus blood collection tube, hemolysis was observed with 3 tubes. No adverse impact was reported regarding the patient or user.